Event description:
It was reported to philips that the fluoroscopy could not be performed. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to that fluoroscopy could not be performed. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote was not approved as the customer had defaulted on previous payments and the quote was cancelled. No service has been performed by philips. The same issue reoccurred after a few days, where rse sent quotation but was cancelled. To date, no further information was received. The codes were updated based on the investigation outcome.